Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient sustained an impact to the head (date not reported) and experienced chronic infection around the implant site, resulting in impaired healing of the implant site.the device was explanted on (B)(6) 2012. There are plans to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2013.